Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The instructions for use includes the following statements for cable fracture to prevent this isse: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint of image problems was confirmed. Upon inspection and testing, the device was observed to have no image. This is attributed to the faulty cable unit as the device worked fine using a known-good test cable. Incidental observations were rear cover labels are fading.

Event description:
As reported for this event, during set up the device was observed to have image problems. There is no patient involvement and no harm reported to anyone.